Event description:
The customer reported a speaker faliure on an intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
The customer reported a speaker failure on an intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.